Manufacturer narrative:
Event eval: still under investigation.

Event description:
The patient received coils as part of a fistula maturation and an irritation believed to be an infection developed. Coils remain in the pt.